Event description:
Caller reported a frequency of low level false positive troponin (tni) on triage cardiac panel lots w44352 and w45173 when testing multiple pts over multiple days. Caller reported tni ranges from 0.06 to 0.42ng/ml. No pt reports of invasive procedures or injury.

Manufacturer narrative:
Investigation pending.